Manufacturer narrative:
Event evaluation : still investigation.

Event description:
A male pt underwent aaa repair in 2009. The pt's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. An endoleak was noted during the post-deployment angiogram. The seal and junction sites were re-ballooned, but the endoleak remained. The physician presumed that the endoleak was due to a problem of the vessel wall at the contralateral distal fixation site. Thus another xenith iliac leg was placed inside the contralateral iliac leg graft to land 0.5 stent out from the each end of the initial iliac leg graft. However, the endoleak was still observed. The physician then suspected a type iii endoleak at the ipsilateral junction site and a zenith iliac leg was added overlapping 0.5 stent proximally, but the endoleak still persisted. At the end, he suspected a type IV endoleak originating from the main body and placed a zenith main body extension at the proximal site. The endoleak was reduced but remained. It was decided to adopt a wait-and see approach. Ten days prior to event, follow-up CT confirmed resolution of the endoleak. Pt's outcome is unk as not provided by reporter.